Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 22ga the catheter separated from the hub. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about a catheter torn off. When the indwelling catheter was removed by the patient him/herself, the catheter component was first thought to be missing but was then discovered at the patient's back side. The hospital's view is that it is less likely that the catheter was tore off when the patient self-removed the catheter and this might be due to the defective product.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. Shall a sample or lot number become available, the complaint will be re-opened and an investigation will take place. This complaint will be closed at this time.